Event description:
The customer stated discrepant wbc results were generated on the cell-dyn 1800 analyzer. A patient generated a wbc result of 8.6 k/ul. The patient's historical wbc result was 11.0 k/ul. The sample was retested yielding a wbc of 7.2 k/ul. The laboratory's normal range is 4.8 - 7.8 k/ul. A new sample was obtained and generated a wbc of 20.4 k/ul on the first run and a wbc of 8.7 k/ul on the second run. Results were not reported and there was no impact to patient management. Field service was dispatched to inspect and service the instrument.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. Other : an investigation is in process.

Manufacturer narrative:
(B)(4). The customer had performed troubleshooting, i.e. Autoclean, supplemental aperture cleaning, and calibration. The customer noticed blood inside the tubing from the premix cup leading to the wbc mixing chamber. The customer technical advocate (cta) instructed the customer to check for bubble mixing; no bubble mixing was observed on the wbc mixing chamber. The cta instructed the customer to exercise solenoid valve 4-7 (wbc mixing chamber bubble mix) and flushed wbc tubing with no resolution. A field service representative (fsr) was dispatched for issue resolution. The fsr found the bubble mix pump 0.5 psi port clogged. The fsr cleaned the line and performed testing, which passed. The instrument was performing within specifications. No further investigation was required. The cell-dyn 1800 system operator's manual, list number 07h80-01, revision e, under section 10, troubleshooting and diagnostics, provides information to assist in problem identification, isolation, and corrective actions. Instructions for obtaining technical assistance are included as well. A non-statistical trend (nst) complaint review was performed for the reported issue from (B)(6), 2009 and no nst was identified. Based on the investigation, no product issue was identified for the cell-dyn 1800 related to the reported issue. There was no systematic issue with the cell-dyn 1800 product line. This is the final report.